Event description:
It was reported patient underwent hip surgery on (B)(6) 2012. Patient alleges allergic reaction since the procedure and further alleges elevated levels of aluminum. Patient reported scheduling appointment with allergist on (B)(6) 2012. No further information has been provided to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-00104 / 00106).